Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the femoral head prod and lot code since its release for distribution. One previous report is found regarding the insert lot code. The previous device eval and review of the device history records did not reveal any related prod problems, mfg deviations or anomalies. The investigation could not verify or identify any evidence of prod error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
Pt was revised to address hip pain and squeaking. The ceramic liner had one small chip on the periphery with no other signs or indications of wear or debris.